Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. Customer's blood glucose (bg) ranged from "low" (specific value not provided) to below 40 mg/dl. Customer consumed carbohydrates to address bg level. Reportedly, the customer reverted to an alternate method of insulin therapy.